Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. The annex f code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately four years following implant of this evproplus-29us valve, at a routine follow-up appointment, an echo cardiogram was performed and showed the patient's aortic gradient had increased when compared to the previous year. One year ago, the gradient was 7 mm hg and upon assessment of the gradient this year it had increased to a range between 30-39 mm hg. The patient was reported to be symptomatic; however, no symptoms were reported. Additional information was received to clarify the patient was asymptomatic. It was also noted the medtronic valve was implanted within the patient's native aortic annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately four years following implant of this evproplus-29us valve, at a routine follow-up appointment, an echo cardiogram was performed and showed the patient's aortic gradient had increased when compared to the previous year. One year ago, the gradient was 7 mm hg and upon assessment of the gradient this year it had increased to a range between 30-39 mm hg. The patient was reported to be symptomatic; however, no symptoms were reported.